Event description:
It was reported that during an atrial fibrillation (afib) procedure, brockenbrough was performed and then lasso was placed at left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) to see electrical potentials. After pulmonary vascular (pv) isolation at left side was completed, lasso was moved to the right side of pulmonary vascular (pv), but the electrical potentials were not seen. The physician induced stimulation and atrial tachycardia (at) occurred. So mapping was started with carto and started ablation at the anterior wall around left atrium (la) roof. The blood pressure decreased (79/52) gradually and pericardial effusion was confirmed by ice. Drainage was performed and 300ml of the blood was drained. Then, isthmus line was ablated and the procedure was finished. The patient recovered. According to the physician it was unknown when the cardiac tamponade occurred. The causality of adverse event was procedure-related.

Manufacturer narrative:
It was stated by the customer that the product had been discarded thus product was not returned for investigation. The device history record was reviewed, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant product: carto 3, model# fg-5400-00j, serial # unknown. (B)(4).